Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized prior to death. The cause of death was not reported. It was reported that therapy was ongoing at the time of death. It was unknown if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). The device was not received for evaluation. Should additional relevant information become available, a supplemental report will be submitted.